Manufacturer narrative:
During processing of this complaint, attempts were made to obtain weight but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number 1627487-2019-09629. It was reported that the patient underwent surgical intervention due to an ipg replacement (get the manufacturing number from the associated ipg record) on (B)(6) 2019. During surgery, one of the patient's leads became damaged and showed high impedance. The issue was resolved through reprogramming and effective therapy was restored post procedure. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.

Event description:
Manufacturer report number 1627487-2019-09629. It was reported that the patient underwent surgical intervention due to an ipg replacement (1627487-2019-09624) on (B)(6) 2019. During surgery, one of the patient's leads became damaged and showed high impedance. The issue was resolved through reprogramming and effective therapy was restored post procedure it is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.